Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left circumflex artery. The lesion was engaged with a 3.5 non boston scientific (bsc) guide catheter, crossed with a non-bsc guidewire and pre-dilated with a 2.00x12 balloon catheter. Following pre-dilation, a 32 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts. The stent was removed and it was noticed that the stent struts were damaged. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
B5: describe event or problem- updated. E1: initial reporter first name: pratheesh george device evaluated by MFR.: promus select ous mr 32 x 3.00mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with proximal struts lifted. The undamaged crimped stent outer diameter was measured by snap gauge within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left circumflex artery. The lesion was engaged with a 3.5 non boston scientific (bsc) guide catheter, crossed with a non-bsc guidewire and pre-dilated with a 2.00x12 balloon catheter. Following pre-dilation, a 32 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts. The stent was removed and it was noticed that the stent struts were damaged. The procedure was completed with another of the same device and there were no patient complications reported. It was further reported that the target lesion was 90% stenosed with no significant bend, moderately tortuous and moderately calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left circumflex artery. The lesion was engaged with a 3.5 non boston scientific (bsc) guide catheter, crossed with a non-bsc guidewire and pre-dilated with a 2.00x12 balloon catheter. Following pre-dilation, a 32 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts. The stent was removed and it was noticed that the stent struts were damaged. The procedure was completed with another of the same device and there were no patient complications reported. It was further reported that the target lesion was 90% stenosed with no significant bend, moderately tortuous and moderately calcified.

Manufacturer narrative:
B5: describe event or problem- updated. E1: initial reporter first name: pratheesh george